Event description:
Customer reported via insulin pump that there is a motor error alarm. The blood glucose reading is 436 mg/dl. Customer states that they were trying to deliver bolus. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.